Event description:
It was reported that the device was explanted after an implant duration of approximately 19.5 months. Through followup with the health-care provider, it was learned the device was explanted, due to tricuspid regurgitation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information and a copy of the operative report was received. Additional attempts were made to obtain the device; however, no further information regarding the device availability was received. A device history record review is currently in process.